Event description:
It was reported that during treatment of an aneurysm of the mca bifurcation, a web sl 7x4 was attempted to be implanted but was deemed to be too large for the target aneurysm. It was removed from the patient and replaced with web sl 7x3, which was also too large for the aneurysm. During removal of the web sl 7x3, a thrombus-like substance was observed in the m3 segment and medication was considered, but ultimately no intervention was performed. A web sl 6x3 was chosen and attempted to be implanted. The web sl 6x3 device was advanced out of the tip of the via microcatheter and penetrated the aneurysm in an unopened state. The web device was immediately placed and detached in the aneurysm to stop the bleeding. A scepter balloon catheter was inflated in the ic-top to block the blood flow. Hemostasis was not initially achieved and a liquid embolic was attempted to be delivered through the scepter. However, the liquid embolic became stuck in the scepter and was unable to be injected into the patient's body. Hemostasis was observed approximately an hour from the rupture, which the physician attributed to placement of the web sl 6x3. The patient later passed away on january 1st due to increased intracranial pressure. The cause of death was stated to be subarachnoid hemorrhage.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and thus could not be returned to the manufacturer for evaluation. Fluoroscopic media was provided and is currently being analyzed. The instructions for use (IFU) identifies aneurysm perforation or rupture, hemorrhage, and death as potential complications associated with use of the device.

Manufacturer narrative:
Medical imaging was provided for evaluation. The single image of a 3d angiogram shows an ica terminus aneurysm with a web device inside of it. The web appears properly positioned and sized. The two second rotational subtracted dsa movie of the ica shows the aneurysm with evidence of active contrast extravasation into the subarachnoid space secondary to the rupture of the aneurysm. Due to the short duration of the movie, there was poor detail. The full complaint as described is non-verifiable as only a single image of a 3d angiogram and a two second rotational subtracted dsa movie of the ica were provided for this investigation. The physical device was not returned.